Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution se under infused. The expected infusion time was 57ml in 15 minutes; however, the actual infusion took approximately 40 minutes to complete. It was further reported, once the infusion was complete on the baxter spectrum pump, ¿there was a significant amount of residual volume in the bag¿. The nurse had to add 10ml; twice, on the pump to fully infuse the solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.